Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while retrieving the delivery catheter system (dcs), hemostasis of the right femoral artery could not be obtained. An incision was made and prolapse of the intima was confirmed. The central side intima was removed and the peripheral side intima was fixed. No additional adverse patient effects were reported.